Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results on an (B)(6) old male patient. Results provided: (B)(6) 2021 = 2162 / 2200 pg/ml. Other results provided: ck: (B)(6) 2021 = 122 u/l, (B)(6) 2021 = 464 u/l, (B)(6) 2021 = 123 u/l; bnp: (B)(6) 2021 = 441.2 pg/ml, (B)(6) 2021 = 476.2 pg/ml, (B)(6) 2021 = 528.6 pg/ml; electrocardiogram is normal. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world-wide data through abbottlink was evaluated. The patient median result for lot 31409ud00 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. A review of the manufacturing documentation for the likely cause did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I, lot 31409ud00.